Event description:
Omnipod 5 insulin leaks at insertion site - continuous problem for the past 8 months. On day 2 or 3 my omnipod 5's always seem to leak causing hyperglycemia. There seems to be a continuous manufacturing problem with tears in the cannular near the insertion site. This is so dangerous to patients and makes handling the disease even harder than it already is. Something needs to change in the manufacturing to make this product safe.